Event description:
The customer was hospitalized for high bgs. The customer stated that pump did not alarm no delivery or low battery. The customer mentioned that the alarms are in the history alarm. Troubleshooting was performed. The pump passed the test and did alarm during testing. Advised customer to disconnect from the pump and use back up plan of manual injections.